Manufacturer narrative:
(B)(4).

Event description:
It was reported through remote transmission that alerts for non-sustained rv oversensing due far-p oversensing on the ventricular channel and events of inappropriate auto mode switch caused by far-field r-wave oversensing were observed. Programming changes were recommended. The patient was asymptomatic when the patient presented for a scheduled in-office visit.